Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customers' blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however; the device has not yet been received. A supplemental report will be submitted if the device is received.